Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip system was removed and the third clip was not implanted. Left atrium pressure was high; therefore, an atrial septal defect (asd) closure device was placed to prevent a left to right shunt. The patient was transferred to the intensive care unit and remains intubated. No further treatment has been planned. Mr remained at 4 with the two clips implanted. No additional information was provided. Concomitant medical products: mitraclip system, clip delivery systems (x3). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three clip delivery systems referenced are being filed under separate medwatch MFR numbers.

Event description:
This is filed on the steerable guiding catheter for the atrial septal defect that required the use of an atrial septal defect closure device to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior leaflet restriction. The first clip delivery system (cds 50408u209) was advanced to the mitral valve leaflets. Grasping was difficult due to the anatomy, but the clip was successfully deployed and the mr was reduced to 3+. The second cds (50409u137) was then advanced to the leaflets. Grasping was noted as difficult again; however the clip was deployed successfully and the mr was reduced to 2+. While reassessing the mr, it was observed that the second clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A third cds (50409u144) was advanced in an attempt to stabilize the slda clip, and reduce mr. During difficult grasping with the third clip, it was observed that the handle of the cds half filled with air, and air had entered the patient. No aspiration was performed as the air had already traveled down the bypass graft. At this point, the patient decompensated and required CPR. The patient was intubated and placed on an impella device for stabilization. Additionally, inotropes were given for treatment of air embolism. During the resuscitation, the first clip implanted detached from the anterior leaflet and remained attached to the posterior leaflet.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect (atrial perforation) requiring intervention, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions associated with the presence of the device in the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.